Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. Communication difficulty was also noted in the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.